Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated multiple erroneous glucose results. Customer reported that the erroneous results were not reported out of the laboratory. Customer indicated they needed to replace the glucose electrode sensor because the sensor was due to expire in 23 days. Customer requested that a sensor be sent to them for replacement. There was no report of any adverse event or injury requiring medical intervention or patient treatment.